Event description:
A site representative reported that use of the imaging system was discontinued due to popping noise and burning smell before surgery when moving it in the operating room. The navigation and imaging system were not used for the surgery. There was no impact to the outcome of the patient.

Manufacturer narrative:
Patient information was not provided. The initial report occurred on (B)(4) 2012 and was found to be a non-reportable malfunction based on the information available. This failure mode was determined to be reportable based on information received on (B)(4) 2014. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. A medtronic representative went to the site to test the equipment. The power factor controller (pfc) board was replaced. The imaging system passed the system checkout. The pfc board was returned to the manufacturer for evaluation. Visual inspection confirmed that the board was burnt. The board was severely damaged with black deposit in the nearby area, both front and back. Pin 4 of l1 was burned through due to over current which directly caused the reported event.. The replacement board resolved the issue.